Event description:
A customer reported a rapid decrease in battery charge by 35% over a short period. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.